Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no ventilation output could not be confirmed or duplicated. The device's electronic records (logs) were also downloaded for review which revealed no entries of near zero breaths per minute, as initially reported. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device had no ventilation output. The reporter, a respiratory therapist, advised that the device had been set to 40 bpm but that no breaths were being delivered by the ventilator. As soon as the issue was discovered, the patient was placed on another ventilator for care. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has made multiple attempts to contact the reporter in order to obtain additional information about the patient and the event; however, no response has been received.